Manufacturer narrative:
A2) date of birth - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) death is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and two left ventricular (lv) leads due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Using multiple spectranetics devices (16fr glidelight laser sheaths, large visisheath dilator sheaths, a 11f tightrail mini dilator sheath, 13fr tightrail sub-c dilator sheaths, 13fr tightrail dilator sheaths (long), 14fr glidelight, and 11fr tightrail sub-c dilator sheath) on each lead, the leads started to break down and fall apart, attributed to the leads being extremely calcified together. After switching between the leads, and trying several different tools, the bleeding from the pocket increased, and the patient¿s blood pressure dropped. At this point, the lead extraction was aborted, and rescue efforts began including suturing the pocket, and blood products to control the blood loss. The patient stabilized; however, passed away the following morning. Per the physician, there was no injury identified and cause of death was unclear, but may be due to the blood loss during the procedure. This report captures the 11f tightrail sub-c device last used during the procedure, which resulted in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.